Manufacturer narrative:
A medtronic representative went to the site to test the system. The mouse was freezing during system check. Replaced the mouse and the issue was resolved. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while the site was loading scans, the mouse cursor started jumping all over the screen without the mouse being touched, and then the monitor turned black. They shut it down fully, and when they tried to boot it back on, the system went to "no input detected". There was no patient present when the issue occurred. The medtronic representative was unable to replicate the "no input detected" issue.